Event description:
Additional information was received from a patient. It was reported that one of the patient¿s devices was not working and was defective. The patient later clarified that she was referring to the lead. The patient stated that the issues started happening back in 2015 and she has had a lot of utis. When the patient went to the health care provider¿s (hcp) office at an unknown date, programming was performed as one of the leas wasn¿t working; the patient could not feel it working a couple of months after the reprogramming visit. The patient went back to the hcp¿s office and again noted that only one of the leads was working; the patient was reprogrammed again. A couple of months following the 2nd reprogramming session, the patient again could not feel the stimulation. The patient stated that she increased the programs all the way but the issue was not resolved; the manufacturer representative (rep) could only get one program to work. The patient reported that if the remaining lead stops working, they will have to replace it. It was also confirmed that the patient was taking antibiotics for the uti. The cause of the lead(s) not working was reported to be unknown at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the therapy was not on and turning the therapy on did not resolve the issue. The patient had two implantable neurostimulators (ins) and both of them were turned off. The left side was on program 1 at 5.2 volts and the right side was on program 1 at 4.1 volts. The patient had a mylegram cat scan of the neck and they injected the dye into the lumbar under fluoroscopy in (B)(6) of 2015. The patient had 5 urinary tract infections (uti) in a row. This occurred in (B)(6) of 2015. Also, they were still urinating a lot after finishing their medication and there was urination frequency. It was later reported 2016-01-06 that the loss of therapeutic effect and uti has both been resolved but the patient has to meet with the representative at the doctor's office .one of the stimulator wires (#3) was not working. They do not know why and what caused the implant to not work properly. The representative had to reprogram the device not to feed off this wire. The patient reported that they had 5 uti in a row causing patient to take a large amount of antibiotics. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent..

Manufacturer narrative:
Updated health professional marked by error not applicable. Same error was also marked under manufacturer report # 6000153-2016-00307.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who hasn't felt stimulation for the past two weeks and they weren't sure if their device had depleted. The device was checked about a year ago by the manufacture representative (rep) because the patient was getting frequent urinary tract infections (uti). At that time, it was discovered that the patient only had one usable program; the rep set it up on that program. The patient had access to their patient programmer (pp), but when the patient synced to their implantable neurostimulator (ins) with and without the antenna, they were seeing poor communication. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to have the device checked. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the poor communication was that one stimulator was not working at all, and the other one had significant impingements. In order to resolve the issue, both stimulators have been replaced, as well as new leads and wires. It was stated that it¿s quite an invasive, unpleasant surgery, and they were only (B)(6) years old; the patient hopes they don¿t have to go through this again. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.